Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose (bg) of 42 mg/dl; cause for bg was unknown. Reportedly, the customer did not treat bg as the customer felt the bg value was fine. Recommendation was made to consult with healthcare provider regarding diabetes management.